Manufacturer narrative:
The reported event for high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right ventricular (rv) lead was experiencing high pacing impedance. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2023. The patient's condition was stable.